Event description:
Spontaneous. Patient reported she had a faulty premix cassette. She primed it and then inserted cassette and got high pressure alert. She switched pumps and still got high pressure alert with 2nd pump. Then she switched to a new cassette and everything was fine. She said there is no serial number on the cassette. She is concerned this might happen with the other cassettes as well. Advised to use e-kit if she needs to until her next delivery and to call pharmacy to let us know if e-kit needs replaced. Verified with patient she knows how to use e-kit, she said yes. No interruption in therapy. No missed dose or adverse event reported. Unknown if cassette is available for possible return. No further information. Reported to cvs/caremark by pt/caregiver.